Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we confirmed that the water jet tube deformed, the air tube deformed, the water tube deformed, the bending rubber cut, and the suction channel blocked; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).